Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue of ¿there is leakage from the insertion part¿ was confirmed. The following findings were noted during device evaluation: the insulation resistance value is out of specification due to the broken connecting tube, switch button 3 is deformed and switch button 1 is broken, the insulation resistance value of distal-end is out of standards due to the broken bending section adhesive, universal cord is corrugated, angulation in the up direction is out of specification due to the worn angle-wire, the gap on up/down knob is out of specification due to the worn angle-wire, the up/down knob torque when free exceeds specification due to the worn angle-wire, waterproof failures due to the cut connecting tube, waterproof failure due to the deformed up/down and right/left knob, light guide bundle is abnormal, charged coupled device (ccd) lens has scratches, light guide lens is broken, bending section adhesive is falling apart, connecting tube is corrugated, air/water cylinder and the suction cylinder are dented, switch button 2 is broken, adhesive of light guide lens and objective lens are worn, and adhesive around light guide lens is discolored. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope has leakage from the insertion part during preparation for use for an unknown diagnostic procedure. There was no injury to the patient, and there was no delay in the procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event. During inspection and evaluation, the image guide tube brais or flex protrudes. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation. There is leakage from the insertion part.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see correction to e2 of the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to physical stress. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section: operation manual: 3.3 inspection of the endoscope: inspection of the endoscope olympus will continue to monitor field performance for this device.